Event description:
While positioning the pt on the siemens angio table the swivel lock on the table broke free and created a gap between the table and the locked stretcher. The pt was not able to balance self and consequently fell between this gap.